Event description:
Customer reported low blood glucose event. The paramedics were called to his residence due to low blood glucose reading. Customer stated that his blood glucose levels were increasing and he had given himself the incorrect amount of insulin which caused the unexplained low blood glucose level. The blood glucose reading at the time of the event was 25 mg/dl. Customer was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.